Event description:
The patient reported that most of their pain was from the lower back but in the last 10-12 months, their leg pain had increased tremendously. The patient had one trial for the pump. They were overdosed and stopped breathing during the trial. Per patient, the only location they could get it in was t and l1. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that when the patient woke up, their blood oxygen levels 'were below 60;' their short-term memory 'got extremely bad;' and the dose their pump was set to was unknown to them. It was noted that the '4 day supply was empty after 2 days.' The patient stated that someone had increased the dose which emptied the dilaudid bag in two days. The patient was concerned about the device 'failing and killing them.' Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).